Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is available.

Event description:
The customer reported that the system switched off. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.